Event description:
On 18 oct 2007, the sales rep reported that the incompass inserter was stuck together with another instrument. When it was disconnected from the other instrument, the tips bent. The surgical tech was able to squeeze the tips together to make them work. The surgeon was able to complete the case without delay. There was no reported pt injury.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.